Event description:
The surgeon attempted to insert a silicone plate lens, however, upon insertion the lens tore. The surgeon enlarged the wound, removed the lens, and proceeded to insert a second silicone plate lens. Again, the second lens tore and was removed. A third lens was inserted and tore, but successfully implanted. The wound was sutured closed. The pt's best-corrected visual acuity is 20/25, and no other injury was reported.